Manufacturer narrative:
Migration of components is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral never stimulator system on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. After implanting the nalu system, the patient experienced migration of the implanted leads, which was confirmed via imaging. On (B)(6) 2025 the nalu system was explanted per patient request.